Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation was performed, returned implant packaging was opened. The outer vial tamper seal / ring was broken. The inner vial was not returned. The implant, bundle mount, and cover screw were missing. Device history record (DHR) review was completed for the subject lot number 1259401. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259401 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implants outer vial was opened (tamper seal/ring was broken). The implant and bundle mount were missing. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that there was no implant inside the box. The vile was empty and stickers were missing. Procedure was completed with another implant.